Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that the doctor revised the tm glenoid after the patient experienced a fall and dislocation. Upon radiographic review, it was realized that the implant was disassociated. Upon revision, it was confirmed that the tm glenoid fractured at the keel to base junction. Another device was implanted in its place.